Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026 and was observed for approximately 10 to 12 hours before being discharged on the same day. The patient's blood glucose levels reached 842 mg/dl while wearing the pod on the infusion site of the arm. The patient stated that the pod started to peel off of their skin causing their blood glucose (bg) levels to get high and had to visit the ER. Symptoms reported include vomiting and chest pain. The patient was treated with intravenous (IV) fluids, insulin, and anti nausea medication.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone15.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.